Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post-implant check. The atrial lead exhibited poor electrical parameters, and the physician diagnosed lead dislodgement as the cause. The lead was repositioned on (B)(6) 2018, and the patient was in stable condition pre and post procedure.